Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the atrial lead was attempted to be implanted and was repositioned. Fluctuation in p-waves was observed in each location and a different lead was used to complete the procedure. The replacement lead had the same fluctuation in p-waves. No patient complications have been reported as a result of this event.